Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "cannot pass accessory to inlet port during a procedure involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The customer was using a competitors biopsy forceps. There was no report of injury, delay or incident requiring medical attention. The scope was not used to complete the procedure and the scope was removed from circulation. The user facility responded on 07-oct-2021 and confirmed the failure was observed during the procedure. The endoscope was used for diagnostic procedure and there was no reported delay, risk to the patient or patient injury. The device was not used to complete the procedure and was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The customer owned endoscope was received by pentax medical for evaluation on 01-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customers complaint of resistance due to multiple areas with corrosion and crushed or deformed segments. The technician documented the following inspection findings: leak at biopsy channel (large/ primary) distal side, fluid invasion in segment section, fluid invasion in control body, insertion tube bump at stage 1, pve electrical pin corroded, distal body severe deformed, control body severe corrosion inside, primary operation channel resistance, air/ water nozzle glue missing, suction tube resistance, segment crushed, umbilical cable severe crush, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, failed dry leak test, connecting receptacle corroded, air/ water socket o-ring chipped, fluid invasion in pve connector, connecting receptacle stopper corroded, right/ left pulley wire worn, up/ down pulley wire worn, fluid invasion to insertion tube, pve electrical connector frame mild corrosion, staycoil holder bracket cover corroded, insertion tube root brace cut, right/ left control knob markings faded, up/ down control knob/ lever markings faded, fluid invasion in umbilical light guide cable, staycoil holder bracket corroded, up/ down guide plate corroded. The device underwent repairs including the following components: o-rings and seals, segment staycoil assy pb-free, staycoil collar, insertion flexible tube, distal end assy with tubes, distal attaching plate, segment assy attaching screw, rl pulley assy, ud pulley assy, bending rubber, adjusting collar, light guide cable, suction channel lg, switch w/button retaining nut2, switch w/button retaining nut3, switch w/button retaining nut4, remote control button(1), mecha-base plate, intermediate plate, root brace rubber, shield pipe for ccd signal wire for ccd pr-free, conductive plate. The endoscope is awaiting repair and approved by final qc as of 22-oct-2021. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.